Event description:
The customer contact reported the device delivered more than intended. On an unspecified date and time, the device was programmed to deliver an unspecified solution for a duration of 24 hours. No specific pt info, pump info, pump programming, or event details were provided. Reportedly, the delivery was completed in 8 hours instead of the intended duration of 24 hours. Multiple unsuccessful attempts have been made to obtain add'l info including pt outcome.

Manufacturer narrative:
The device was not identified by list number or serial number; therefore, it will not be returned for investigation.